Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed a small puddle of fluid on the floor below the pump while infusing tpn to a patient. The tpn was noted leaking from valve above the pump. There was no patient harm.

Manufacturer narrative:
The customer report of a leak from the check valve was confirmed. Visual inspection of the set's check valve component showed external damage in the form of a groove/indentation on the housing inlet and outlet components. Testing resulted in leaking between the inlet and outlet components. The probable cause of the leak was the observed damage. The root cause of the damage was not identified.

Event description:
The customer reported they noticed a small puddle of fluid on the floor below the pump while infusing tpn to a patient. The tpn was noted leaking from valve above the pump. There was no patient harm.